Event description:
While surgeon was inserting ash catheter, the peel away introducer valve had a piece that came off. Surgeon removed broken piece out of surgical site and got a new kit to proceed with procedure.